Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician had noted a 2-3 month drop in expected longevity over the course of one month. Premature battery depletion was suspected. The device was explanted and replaced.

Event description:
New information received indicated that the patient was fine pre, during and post-procedure. There were no complications noted.

Manufacturer narrative:
Final analysis found premature battery depletion in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The battery was removed and sent to the manufacturer for further evaluation and non-shorting lithium clusters were observed. The cause of the premature battery depletion could not be determined.